Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted:(B)(6) 2017, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 190.33mcg/day via an implantable pump for intractable spasticity. It was reported lack of desired therapy. The healthcare professional (hcp) stated they have not seen the expected amount of benefit yet from the pump even after multiple dose escalations, so they plan to do an indium study to evaluate the catheter. It was noted that there has been no volume discrepancies. Troubleshooting done prior to the call included an attempted dye study, but they could not aspirate the catheter. It was reviewed time to clear catheter and pump tubing as they reported they planned to do an indium study. It was noted they are not sure if there is a problem or not as there has been no volume discrepancies. The concentration was approximately 0.38ml/day, the catheter volume was 0.189ml, pump tubing was 0.289ml, total dose volume (tdv) was approximately 0.478ml for a total of approximately 30 hours to clear the system. The hcp stated they planned to put the indium in saline and let that go through and then bolus when it got to the end of the catheter. No out of box failure was reported. A medical problem or therapy problem associated with small parts was not reported. No symptoms reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.